Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause is determined to be operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a 2.5x24mm taxus liberte' drug eluting stent to an unknown vessel, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent was damaged. The procedure was completed with another stent. No patient injuries or complications were reported. Patient status post procedure is noted as good.